Event description:
Valve spv implanted on (B)(6) 2013 in a patient with refractory parietal meningocele. On (B)(6) 2014, dysfunction of the valve with meningocele recurrence. The surgeon replaced the valve.

Manufacturer narrative:
The returned spv valve has been analyzed by our laboratory and the obstruction has been confirmed. Visual examination shows the presence of many dry deposits in the valve. Such shunt obstructions are a known short and long term complication described in the instructions for use and they are not indicated of a device malfunction, or problems with surgical technique or handling. Moreover in order to perform a stronger analysis, sophysa recommends in the chapter return of products to return and explanted valve immersed in water (non-saline), indicating if necessary whether cleaning has been performed.